Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level was 53 mg/dl. Customer current blood glucose level was 183mg/dl. Troubleshooting was performed for over delivery. Based on customer report customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.